Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that fracture was noted on patient's right ventricular (rv) lead due to clavicular crush. This led to low pacing impedance than the lower limit, loss of capture and oversensing noise. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.